Manufacturer narrative:
Device evaluation summary: monitor sn: (B)(4) and belt sn: (B)(4) were returned to zmc for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A u.s distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018. The patient was at home alone at the time and was found after they had passed. Per review of the event, the device first detected bradycardia at 03:42:17 am on (B)(6) 2018. Asystole was detected 3 times between 03:51:29 and 07:05:18 am. The lifevest delivered 4 treatment shocks between 07:10:20 and 07:11:41 am. The post-shock rhythms remained asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detections. Asystole is considered a non-shockable rhythm. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.